Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire fractured. The 99% stenosed target lesion was located in the calcified, severely tortuous mid left anterior descending artery (lad). The physician performed a pretest with the 1.5mm rotablator rotalink plus and the rotawire floppy guide wire, during the test outside of the patient the guide wire fractured. The physician tried to load the rotablator on another guide wire with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint plus unit and no issues were noted with the unit handshake connectors. An attempt was made to wire guide the burr unit using a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found misshapen. There were no scratches that exposed brass on the plated back half of the burr. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use state: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." Therefore; the most probable root use is user error. (B)(4).

Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire fractured. The 99% stenosed target lesion was located in the calcified, severely tortuous mid left anterior descending artery (lad). The physician performed a pretest with the 1.5 mm rotalator rotalink plus and the rotawire floppy guide wire, during the test outside of the patient, the guide wire fractured. The physician tried to load the rotablator on another guide wire with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).